Event description:
The doctor indicated that this conical abutment screw had fractured.

Manufacturer narrative:
Complaint investigator¿s visual inspection of the returned conical abutment screw confirmed that it was fractured. No lot or order number was provided. The review of the product history did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.